Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced low blood glucose levels suddenly on (B)(6) 2026, which was managed by taking carbs. No further information available.